Event description:
The article, "transcatheter ventricular septal defect closure in children: ten-year experience with multiple devices and long-term outcomes", was reviewed. This research article is a retrospective single-center experience to evaluate transcatheter ventricular septal defect (vsd) closure using seven different devices and the long-term outcomes. The devices included in the study were amplatzer duct occluder I, amplatzer duct occluder ii, amplatzer muscular ventricular septal defect occluder, cera vsd occluder, cera pmvsd occluder, nit-occlud le vsd coil, and konar-mf occluder. The article concluded that transcatheter vsd closure can be performed with a high success rate and an acceptable safety profile. Most major and minor complications occurred in the early post-procedural period, whereas during long-term follow-up no cases required surgical or transcatheter re-intervention due to valve insufficiency, embolization, or atrioventricular block. Overall, patients were mainly followed with minor complications only. [The primary and corresponding author was gamze vuran, department of pediatric cardiology, university of health sciences, dr. Behçet uz pediatric diseases and surgery training and research hospital, izmir, turkey, with corresponding e-mail: gamzetalay@hotmail.com.] This study included patients who underwent transcatheter vsd closure from 01 june 2014 to 30 june 2024. A total of 110 patients were included in the study, of which 24.5% (27) received an abbott device. The average age was 6.8 years. The majority gender was male. Comorbidities included ventricular septal defects, atrial septal defects, patent foramen ovale, pulmonary stenosis, aortic regurgitation, mitral regurgitation, and patent ductus arteriosus.

Manufacturer narrative:
Summarized patient outcomes/complications of amplatzer muscular vsd occluder were reported in a research article in a subject population with multiple co-morbidities including ventricular septal defects, atrial septal defects, patent foramen ovale, pulmonary stenosis, aortic regurgitation, mitral regurgitation, and patent ductus arteriosus. Complications reported included patient device interaction problem (thrombus, residual shunt), patient device incompatibility (endocarditis), device embolization, thrombus, intracranial hemorrhage, perforation, tricuspid regurgitation, aortic valve regurgitation, hemolysis, tachycardia, heart block, arrhythmia, surgical intervention (device explanted, defect repair), unexpected medical intervention (blood transfusion); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: transcatheter ventricular septal defect closure in children: ten-year experience with multiple devices and long-term outcomes. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.